Event description:
Customer reported the insulin pump alarmed several calibration error alarms and a change sensor alarm. Customer decided to leave senor to get helpline assistance. Decided to recalibrate one more time and this time the insulin pump accepted data. Current sensor glucose was 126 mg/dl and blood glucose level was 122 mg/dl. Troubleshooting for bad sensor was performed. The insulin pump's history and sensor age was verified. Sensor inserted in the abdomen. Bad sensor did not occur after a second calibration error. Customer was advised to calibrate about an hour after first calibration error. Sensor seems to be working correctly now. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.